Event description:
Device analysis performed on the returned superion implant discovered that the spindle cap had sustained damage during the implant procedure. The spindle cap remained intact but was bowed due to excessive stress. The damage to the spindle cap indicates that this failure was caused by deployment against resistance such as bone and/or manipulation of the position of the device by gear shifting of the inserter. A labeling review was performed, and it did not reveal any anomalies as it states: do not force deployment or implant breakage or damage to bony structures may result. During the procedure, the physician struggled to deploy the spacer while inside the vertebral body. The physician decided to size down, utilizing a smaller spacer and was able to successfully complete the procedure. Therefore, the most probable cause is failure to follow instructions.